Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not dripping or infusing IV fluid with IV piggyback antibiotic even after primary and secondary lines were programmed into IV pump. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.